Event description:
It was reported during pm that cardiosave intra-aortic balloon pump (iabp) had "failure of power-on test code 14". There is no patient harm or injury reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected field: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the regulator drive (pressure / vacuum). Functional control with patient simulator and iapb consumable. Safety disk leak test (pim) calibration and verification of pressure sensors (vacuum, pressure). Calibration and verification of helium pressure sensors (external, internal) compressor pneumatic performance test drive part test. Checking the purge audio test optical fiber test checking battery capacity. Functional tests with simulator (pressure signal, ECG signal) electrical safety test iec 60601 standard (earth resistance, leakage current and insulation resistance). Equipment tested according to manufacturer and operational protocol.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had "failure of power-on test code 14". There is no patient harm or injury reported.